Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having alarms and pump stops while on the power module with an ungrounded cable on wall power. Log file review found a pump off on (B)(6) 2022, a pump off and low speed event on (B)(6) 2022, and multiple pump offs on (B)(6) 2022. On (B)(6) 2022 a driveline repair was performed about 3 inches from the exit site. Percutaneous lead replacement was performed while on grounded patient cable without issue. Approximately an hour after the repair the patient had additional pump stops and red heart alarms while tethered on the grounded patient cable to the power module - changed to unshielded patient cable without issue. This appeared to be an internal driveline issue and they remained in the cardiac intensive care unit (ICU). Repeat log file review showed that there have been no further alarms since the patient was on the ungrounded patient cable.

Manufacturer narrative:
Section b5: the patient was first placed on an ungrounded cable in oct2021 (reference MFR # 2916596-2021-07164). Manufacturer's investigation conclusion: low speed and pump stop events were confirmed via the submitted log file data. The submitted log files contained overlapping data spanning from 05jan2022 at 17:27:09 to 05feb2022 at 15:08:56, per the timestamps. Low speed and pump stop events were captured on 15jan2022, 23jan2022, 04feb2022, and 05feb2022 while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. The approximately 20.5" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, the patient experienced additional pump stop events while supported with a grounded patient cable and the power module. The patient was placed on an ungrounded patient cable and remains ongoing on (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.